Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the top case was cracked by the tube holders and the right plunger case and battery door was cracked. Functional testing found the reported problem was duplicated. The root cause of the reported issue was found to be main board was sitting on top of extrusion, instead of inside of extrusion groove and liquid crystal display (lcd) does not operate as intended. This was caused by an incorrect assembly by customer. (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the motor makes noise. No patient injury was reported.